Event description:
This lv lead was implanted on (B)(6) 2010 and remains implanted at this time. A call was placed to technical services on 01/18/2018 stating that this lead had out of the device, there was also pacing inhibition and oversensing, lv threshold was high and patient had asystole. The following physician was dr. (B)(6) at (B)(6) in (B)(6), nj. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).